Manufacturer narrative:
A spacelabs healthcare technical support engineer (tse) advised the customer to restart the affected xhibit telemetry receiver (xtr). After restart the customer confirmed the reported problem was resolved. Logs of the issue were gathered and provided to a product support specialist (pss) for review. The pss determined that the power outage referred to by the customer caused a network switch to go offline and confirmed that no xtrs lost power. The network disconnect caused the xtrs to drop connection and did not recover. Once the xtr was restarted the network connection was restored.

Event description:
The customer reported that following a power outage several xhibit telemetry receiver (xtr) channels went offline and remained offline at xhibit central station (xcs). The customer reported that the xtrs were all receiving power. There was no patient or user death, or injury associated with the event.